Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that the patient was undergoing embolization of a hypogastric aneurysm. A guiding sheath was being used from r femoral artery access. Up and over bifurcation so relatively no tortuosity into hypogastric aneurysm. Azur cx35 20mmx39cm was inserted into 4fx100cm ang glidecath. During advancement of coil into catheter, coil became stuck with about 5-10 cm outside of catheter inside aneurysm. The physician could not advance or retract until pulling back hard enough caused coil to become detached and pusher wire was removed with coil still stuck in catheter. The back end of a guidewire was inserted to advance coil but was unsuccessful. Wire bent and physician tried another guidewire to advance and was unsuccessful again. Catheter was removed and coil stayed stuck in place. Physician did pull coil from the distal tip when catheter was outside of body and coil strung out but remained stuck.

Manufacturer narrative:
Correction: see b.5. For details of how the case was completed. Device evaluation: the investigation of the returned coil system found the implant stretched, separated from the pusher, partially stuck and bunched up within the catheter; however, no indications of activation using a detachment controller was found on the pusher heater coil. The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretched implant, but the damage is consistent with the device experiencing forces exceeding the implant's yield strength. The catheter used in the procedure was not found to be kinked or damaged and would not have caused or contributed to the reported complaint. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
Additional information received reported that a new 4fx100 cm ang glidecath was inserted and aneurysm was embolized with azur35 cx coils with no issues. The case was successfully completed.